Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a 2-stage revision surgery due to infection. Multiple attempts have been made to obtain additional information, but at this time no additional information has been received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01059, 0001822565-2024-01062. D10: medical products: item#: unknown, unknown humeral head; lot#: unknown, item#: unknown, unknown glenoid; lot#: unknown. G2: foreign: united kingdom. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.